Event description:
A customer reported no flow while using a vented paclitaxel solution set. This event was noted during priming, prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed.  The affected sample was received and the evaluation is anticipated. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.